Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort on the ipg site on the rib. The patient underwent a revision procedure wherein the ipg was replaced and the pocket site was moved to a lower and a comfortable location. The patient was reprogrammed and was doing well postoperatively. The explanted ipg was discarded.